Event description:
During an inservice training session for the c-flex head positioner, the product demonstrator became aware that the unit was not locking into position properly. The procedure for which the device to be used in, was rescheduled. There was no human involvement as the device was not implemented or involved in a procedure. There is a potential that this failure might require staff intervention to prevent injury if it occurred during a medical procedure.

Manufacturer narrative:
Disassembly and evaluation of the unit indicated two components: the hook bell crank and the lower paddle lever components exhibited sharp edges significant enough to impair function. The sharp edges created interference between components and caused the failure of the control mechanism for the c-prone device.